Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was outside of clinical use at the time of the reported event. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system was unable to boot up. The philips field service engineer (fse) visited the system onsite and upon functional testing, the fse reviewed the error logs, which indicated erroneous software on suite pc. To resolve the issue, the fse reloaded the software. After software reload, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot. No harm was reported to philips. Philips has started an investigation of this complaint.